Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the silicone segment ballooned at the upper fitment during an infusion. Patient was transferred to neurology unit and the admitting nurse noticed the upper fitment was not positioned in the device properly. The nurse opened the pump door and noticed the balloon at that time. A new IV set was hung and the infusion continued without any problems. No patient harm or medical intervention was reported. Although requested, no further patient/event information was provided.